Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that halfway through a procedure the device stopped sealing at the distal end resulting in bleeding. Additional information was requested but no additional information was available. Unknown date of event. Unknown seriousness or current status of patient.